Event description:
It was reported that pump experienced recurring malfunction alarms with code 12, with no notable events occurring beforehand and previous instances documented on same device. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy.